Event description:
It was reported that the patient had vegetation on the leads and chronic infections. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-65, implantable tachy lead, (B)(6) 2000; 6940-52, implantable pacing lead, (B)(6) 2000. (B)(4).